Event description:
Boston scientific received a call from the patient's spouse stating the patient passed away approximately one month after having their system explanted due to an ICD lead infection. The patient's spouse was unwilling to provide any further information regarding the infection and cause of death. The patient's clinic was contacted for additional information and confirmed the patient had vegetative growth on their leads. The leads were explanted using laser extraction and the pulse generator was removed. The clinic was not aware of the patient's death, but did note that the patient did not receive a replacement system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.